Event description:
The patient reported that when the pod was removed, the needle had not retracted. This indicates a needle mechanism failure. The patient states that the needle got stuck inside their skin, and they had to ¿rip pod off¿ of the insertion site on their leg. The patient had attempted the smac method to retract the needle, but the method failed. The patient's glucose levels rose to 268 mg/dl. The pod was worn less than an hour. Additionally, the patient mentioned after removal of the pod, they noticed blood inside the cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s918usqs7ezci hardware: sm-s918u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.